Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Cracked reservoir tube lip and minor scratches on display window noted during visual inspection. Insulin pump passed functional tests including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. No excessive no delivery alarms noted.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. Blood glucose at the time of the admission was 381 mg/dl. Current value was 350 mg/dl; treated with manual injection at the doctor's office. It was stated that the customer received multiple no delivery alarms causing her to go high. Time, date, basal rates and bolus wizard settings are correct. Fixed prime performed; insulin did not exit and pump alarmed no delivery. Customer did not want to remove the infusion set to check the cannula. Nothing further reported.